Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens was cut and removed during the initial procedure and replaced with a backup lens.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. Iol returned in two(2) segments in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is cut in half dividing the iol in two. The optic is scratched/marked-rejectable. The complainant indicated viscoelastic is not qualified for use with referenced cartridge and associated iol model. Complaint history and product history records were reviewed and documentation indicated the product met release criteria.there have been no other complaints reported in the lot number. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was patient contact but no reported patient impact. Additional information was requested.